Event description:
Customer's mother called stating that customer's serter is not releasing the sensor after second button press and customer is complaining of being uncomfortable. Customer's blood glucose is 136 mg/dl. Serter and sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.